Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Transcervical resection by use of hysteroscope - "het zakje ontvouwde zich niet voldoende naar mening van de gebruiker (inservice al gepland) het zakje scheurde bij de tip." Translation ra-qa: the bag did not sufficiently deploy to the opinion of the user (inservice is already planned). The bag ruptured at the tip. Additional information received from applied medical team member per email on (B)(6) 2017: during the procedure the bag did not unfold. The applied medical team member gave the surgeon instructions how to unfold the bag during the procedure with the use of an instrument. During the manipulation the bag did come loose from the metal wires, the surgeon said that this was the result of his manipulations, so the bag did not break. The next time the surgeon prefers to use a cd001. No pictures were made, they did use instruments for manipulation en to put the tissue sample in the bag. The instruments used were the grasper and/or dissector. Type of intervention - n/a. Patient status - n/a.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.